Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ broken device: observed two openings assessed as surgical damage. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant that was damaged out of the box" and "ripped with insertion". Device was not implanted. Device made contact with patient. Surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported "implant that was damaged out of the box" and "ripped with insertion". Device was not implanted. Device made contact with patient. Surgery was completed with a backup device.